Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for high out of range pace impedance greater than 3000 ohms. Review of the device data indicated two (2) signal artifact monitor (sam) episodes also occurred around the same time due to noise which resulted in the device automatically turning off the minute ventilation (mv) feature. Noise on the rv lead was able to be recreated with isometric testing. It was noted that there was no capture observed in bipolar pacing mode but there was proper capture, threshold and impedance measurements observed in unipolar pacing mode. The patient was noted to be pacemaker dependent. In response, the rv lead was programmed to unipolar pacing mode at a fixed output of three (3) volts and the mv feature was programmed back on. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) to consider performing an x-ray to evaluate the lead for a possible fracture and for implant location. Ts also indicated to consider adjusting the programmed sensitivity value to prevent possible myopotential oversensing. The rep indicated they would discuss these suggestions with the physician and the physician was planning to follow up with the patient in a month. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on this lead being surgically abandoned and replaced.